Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 90% stenosed lesion was located in the calcified left anterior descending (lad) artery. The balloon was used for pre-dilatation, but ruptured on the second inflation at 12 atms. The initial inflation was to 6 atms. The procedure was successfully completed with an atherectomy device and deployment of another manufacturer's stent. There were no reported patient complications. Patient status is listed as "good".

Manufacturer narrative:
The device was discarded at the user facility, therefore, no return product analysis will be available. The root cause of the event could not be determined.